Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report has been relayed to correct and error in the previously reported submission (MFR# 0002023141-2021-00162). The following section has been corrected: d6: explant date: corrected.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device brand name: not provided. Device catalog/ lot number: not provided/ unknown. PMA/510(k) number: not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that implant was removed due to infection. Patient had a sinus infection and the implant became compromised and it was removed. Tooth location 3.